Event description:
The customer called to report three hospitalized events for low blood glucose levels in a two week period. The customer reported blood glucose readings of 30 and 34 mg/dl. The customer did not provide a blood glucose reading for the third event. Troubleshooting was performed and the insulin pump passed the displacement test and the programming was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.